Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent spinal fusion on 2009 and post-op the patient reported it did not work well. Patient reported burning, pain and joint ache. Patient was born with degenerative disease. It was reported that on (B)(6) 2007, patient underwent following procedure: left total arthroplasty with via an anterior approach with a hanna table and computer assisted alignment; for a pre-op diagnosis of: left hip osteoarthritis. No complications were reported. On (B)(6) 2009, patient underwent following procedure: complex wound revision measuring 13 x 2 cm totaling 26 square cm, exposure, detachment and reattachment of implantable left sided morphine pump. Posterior arthrodesis l2-3, l3-4, l4-5 and l5-s1 with use of instrumentation at these levels bilaterally. Posterior lumbar interbody fusion l2-3 and l5-s1. Revision hemi-laminectomy left l4-5. Decompression lumbar laminectomy with foraminotomies, l2-3 and s1. Application of local bone graft to anterior arthrodesis at l2-3 and l4-5. Application of bmp on a collagen sponge, synthetic allograft/ bone graft and local bone graft to posterior arthrodesis site; for pre-op diagnosis of: post laminectomy syndrome, recurrent stenosis, degenerative disc disease and status post implantable morphine pump. Per-op notes: at level l2-3 decompressive laminectomy was performed. Discectomy was performed and local bone graft in a cage was impacted into the defect. Posterolateral elements including facet joints were decorticated. Bmp on a collagen sponge and synthetic allograft/ bone graft was laid along transverse process and sacral ala. Final x-rays showed nice overall alignment and good implant position. No complications were reported.